Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited poor r wave measurement. The lead was not used and a new lead was implanted. No further information is available.